Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-oct-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via rep that the patient had a lack of stimulation. A cervical lead was fractured. Impedances showed out of range electrodes. Surgical intervention was planned, but it was not yet scheduled.